Event description:
Complainant alleged that during biomed testing the device powered up without display and smoke came from the battery area. Complainant indicated that there was no pt involvement in the reported malfunction.